Event description:
It was reported to philips the touchscreen was not functioning. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. The root cause was determined to be the touchscreen.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation (fi). Visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing, the resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failure was not duplicated. There was no fault found on the returned touchscreen assembly.